Manufacturer narrative:
The customer worked with the technical support representative.

Event description:
It was reported to philips that the device has a broken paddle. There was no patient involvement. The customer worked with the technical support representative. The customer engineering staff found the plastic handle of one of the plates damaged. The paddles need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles, the replacement for which was ordered to customer. The customer to install paddles. The device remains at the customer site and no further evaluation is warranted at this time.